Manufacturer narrative:
Summary of evaluation: the evaluation results could not verify the reported complaint and suggest that this event is not device related but rather is associated with intra-operative technique.

Event description:
The insert would not lock into the shell. Another insert was available and was implanted without incident. There was no adverse consequence for the pt or delay in surgery or anesthaesia time.